Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported: during use on a pt, cuff leak was heard. Customer confirmed that no fault was identified during pretesting efforts. Info suggest that decannulation and recannulation of a replacement tube was required. Customer reported no additional harm to the pt.